Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported kinked clip introducer, broken actuator mandrel/coupler and actuator mandrel protrusion at the distal end were confirmed. The reported inability to remove the gripper line could not be tested in a testing environment as the gripper line was returned tangled and in a bio bag. The reported positioning failure, premature deployment, expulsion and difficult to remove the device could not be replicated in a testing environment as they were related to patient/procedural conditions or operational circumstances. Additionally, a torn clip cover, twisted/bent clip arm, deformation due to compressive stress (gripper line, harness, actuator mandrel, threaded stud and frictional elements), scratched (clip arm and l-lock tabs) and hinge pin detached from the connector were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the intended use section of the mitraclip system, instructions for use states: inspect all product prior to use. Do not use if the package is open or damaged, or if the product is damaged. In this case, it was reported that clip introducer was observed kinked but the devices were continued to be inserted. This deviation did not cause or contribute to the reported issues. Cine images were reviewed by abbott medical advisor, stating tissue or thrombus can be seen on the clip. In case of tissue, it may be part of different structures, as the clip was pulled back via the gripper line to the femoral vein access: leaflets, septum, internal covering of the vein (tonaca intima), subcutaneous tissue near the femoral vein access. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The observed issues were likely cascading effects of the inability to remove the gripper line and difficulty to remove the device. The investigation determined the reported kinked clip introducer appears to be related to the user technique. The mandrel protrusion at the distal end is a normal function of the device as after deployment the mandrel coupler/mandrel can be seem past the l-lock. The premature deployment and positioning failure were due to the broken actuator coupler/mandrel. The broken coupler/mandrel appears related to procedural conditions/user technique. The difficulty removing the clip appears to be related to the premature deployment. The expulsion (ccd/remains on griper line) appears to be due to the troubleshooting maneuvers of the inability to remove the gripper line. A conclusion cause for the reported inability to remove the gripper line cannot be determined. The patient effect of tissue damage appears to be due to procedural conditions. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: tissue damage may have occurred.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system (B)(6) 2019, field action filed under manufacturer report number: 2024168-2019-03206.

Event description:
This is filed to report the clip prematurely deployed, difficult gripper line removal, and difficult device removal. It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). When inserting the clip introducer into the steerable guide catheter (sgc), the clip introducer sheath kinked. The devices were continued to be inserted. The mitraclip delivery system (cds) was advanced and grasping was performed. However, after closing the clip on the leaflets, when attempting to close down further, the clip disconnected from the actuator mandrel. The gripper line could not be removed, the clip then came off the posterior leaflet. Only the anterior leaflet remained captured, the clip was still attached to the gripper line. The mandrel did not appear normal; the user wanted to get the mandrel/spear away from the valve. The cds and steerable guide catheter (sgc) were removed. An 18f sheath, non-abbott guide wire, and a steerable catheter were needed in an attempt to snare/cut the gripper line from the clip. The attempt to snare the gripper line from the clip was unsuccessful, the clip had now completely detached from both leaflets while remaining attached to the gripper line. The gripper line and clip were pulled through the septum into the groin. A partial cut down was performed to remove the clip. A new sgc and cds were used to complete the procedure. One clip was implanted, reducing mr to 1. There was no clinically significant delay during the procedure. The user commented that the clip may have disconnected from the mandrel due to the damage/kink on the clip introducer. No additional information was provided.